Event description:
Customer reports drawer on pyxis anesthesia system failed. No pt harm.

Manufacturer narrative:
(B) (4). (B) (4). (B) (4). Add'l data/failure investigation: field service technician service order reports customer removed medication jam which caused drawer failure.